Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) therapy cassette was leaking from an unspecified location. The leak was observed during unspecified process step of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot # updated to unknown (remove h18fo4060 initially reported). The device was evaluated. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported lot number (h18fo4060) was not recognized by baxter so a batch review could not be performed. A batch review was conducted on a suspect lot number of h18f04066 and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.